Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was reported to k2m, inc. That the interbody sheared during rotation, as indicated by the cage being twisted and the inserter being bent/twisted. Therefore, the interbody was likely over-torqued, and this incident may be attributed to excessive torsional loads. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a surgery took place in which a cage fractured during insertion and a portion of the implant remains in the patient. Surgery took place (B)(6) 2016.